Event description:
Initial info for this serious unsolicited report was reported by a consumer (who is an (B)(6)) and forwarded by affiliate (local ref number (B)(4)) with additional info received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) (B)(4). This case involves a female pt (age unspecified) who was treated with poly-l-lactic acid (batch number unk) one single session in 1.5 yr or 1 yr and 2 months prior to the notification (i.e. In 2011) with dose, posology and route of administration unk. Poly-l-lactic acid was administered in face (nos) during a dedicated training session. One week after poly-l-lactic acid injection, the pt experienced nodules in her temples. The nodules were described as visible and palpable with 1 nodule in her left temple and 3 nodules in her right temple. The pt called the physician who injected poly-l-lactic acid who indicated her to perform massages. The pt tried to hide the nodules with her hair covering the face. At the time of the notification, the pt was being visited by a physician who was not the physician that administered poly-l-lactic acid. This physician believed the nodules were due to a wrong poly-l-lactic acid administration. No biopsy was taken and no surgical intervention was required. The pt has no concomitant medical history or concomitant medications. The pt had been submitted to other esthetic treatments prior to poly-l-lactic acid administration with hyaluronic acid administered in other areas and no problems occurred. Pt has no acute or chronic cutaneous diseases, no previous autoimmune disorder, granulomatous disease, recent hormonal changes or tendency towards pathologic scarring. Corrective treatment: massages and radiofrequency applied the week the notification took place. Action taken: not applicable. Outcome: ongoing. Reporter's causal relationship: suspect. A pharmaceutical technical complaint (ptc) was initiated with conclusion pending. Complaint sample was not available.